Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels were not reported but the patient was wearing the pod for an unspecified amount of time. The pod ran out of insulin early and the patient did not have a backup method available. Symptoms reported include vomiting, fatigue, thirst and abdominal pain. The patient was treated with few medications including insulin and unspecified intravenous fluids. The pod was removed at the hospital and discarded. The patient was released on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone17.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.